Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod3s. During the procedure, the physician was unable to advance a pod3 out of the tip of the introducer sheath and reported that the pod3 was stuck. The pod3 was, therefore, removed, and the procedure was completed using a new pod3, four ruby coils, and the same lantern. There was no report of an adverse effect to the patient.